Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose 254 mg/dl. The customer has his device in the pocket when he got hit by waves and none of the buttons are working. Customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 254 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot the battery out limit and high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with battery cap stripped coin slot. The insulin pump received with normal operating currents no unexpected battery out limit alarm during testing noted. The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces during testing. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.